Manufacturer narrative:
The company representative examined the phaco handpiece and found that the aspiration line of the handpiece was occluded with a piece of debris. The phaco handpiece was flushed with distilled water, which dislodged the debris. The phaco handpiece was then successfully primed and tuned. The phaco handpiece was returned to the customer. The phaco handpiece directions for use (dfu) include recommendations for appropriate cleaning and sterilization. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that when their handpiece was inspected, debris was noted and was blocking the aspiration canal. The handpiece was thoroughly flushed with distilled water which dislodged the debris. The handpiece then tuned and tested with no further issues. Additional information was received from the customer reporting it is unknown if the reported event occurred prior to or during surgery. The procedure was able to be completed with no harm to the patient.